Event description:
It was reported the xenon light source main lamp does not light up, emergency lights are activated. The issue occurred during preparation for use prior to an unspecified diagnostic procedure. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirme. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that ¿emergency light is on¿ occurred due to faulty power supply unit. Olympus will continue to monitor field performance for this device.